Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The customer reported the unit shut down and alarmed. The device was in use with a patient, however there was no harm. The manufacturer's field service engineer (fse) was unable to duplicate the complaint and count not find evidence of the issue in the significant event log. The unit operated appropriately during evaluation. The fse replaced the power management board as preventative measure. The unit passed all testing and the issue was resolved.

Manufacturer narrative:
The power management board (pm) was returned for evaluation. The pm board was attached to a test ventilator for analysis. The test ventilator was run for extended period without spurious shutdown behavior. The customer reported condition was not verified.